Event description:
Duofix femur issue resulting in pain and swelling of the patient's knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.